Event description:
It was reported that the high definition liquid crystal display monitor had an intermittent blackout issue. The issue was found during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.